Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader¿ balloon catheter was selected to dilate the non-calcified target lesion. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).